Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, one month after the intraocular lens implantation surgery, the uncorrected distance visual acuity was 0.3 in the left eye. With a correction of 0.5 diopters, the visual acuity reached 1.0. The surgeon had performed laser enhancement treatment and the patient condition was satisfactory. There are two medical device reports associated with this patient. This report is associated with the left eye.